Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to touch contamination. The pd effluent culture result of staphylococcus epidermidis supports that determination as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. The patient¿s appendicitis is unrelated to pd therapy or any fresenius product(s). Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported that she was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on (B)(6) 2025 due to abdominal pain. The patient had pd cultures and cell count drawn. The patient was going to be sent home on antibiotic therapy, but during the visit the patient stated the pain was too severe. The patient stated that they wanted to go to the emergency room (ER). The patient went to the ER and was admitted to the hospital with peritonitis. The patient was initiated on antibiotic therapy. The pdrn does not know the antibiotic regimen during the hospitalization. The patient¿s pd cultures grew positive for staphylococcus epidermidis. During the hospitalization, the patient¿s appendix was noted to be enlarged. The patient had the appendix removed. The patient was discharged on (B)(6) 2025. The patient was prescribed intraperitoneal (ip) vancomycin upon discharge (dose, frequency and duration unknown). The vancomycin was completed and then the patient continued with oral linezolid (dose, frequency and duration unknown). The cause of the patient¿s peritonitis is assumed touch contamination by the patient based on the culture results.

Manufacturer narrative:
Correction provided in h6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported that she was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the clinic on (B)(6) 2025 due to abdominal pain. The patient had pd cultures and cell count drawn. The patient was going to be sent home on antibiotic therapy, but during the visit the patient stated the pain was too severe. The patient stated that they wanted to go to the emergency room (ER). The patient went to the ER and was admitted to the hospital with peritonitis. The patient was initiated on antibiotic therapy. The pdrn does not know the antibiotic regimen during the hospitalization. The patient¿s pd cultures grew positive for staphylococcus epidermidis. During the hospitalization, the patient¿s appendix was noted to be enlarged. The patient had the appendix removed. The patient was discharged on (B)(6) 2025. The patient was prescribed intraperitoneal (ip) vancomycin upon discharge (dose, frequency and duration unknown). The vancomycin was completed and then the patient continued with oral linezolid (dose, frequency and duration unknown). The cause of the patient¿s peritonitis is assumed touch contamination by the patient based on the culture results.